Event description:
Clinical adverse event received for adhesions. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022, date of event: (B)(6) 2022 (left knee). Treatment: closed reduction/manipulation.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical and operative notes received indicate that on (B)(6) 2022, the patient had a left cemented total knee arthroplasty, status post renal transplant, to address osteoarthritis. Depuy components were implanted during this procedure, including depuy patella and depuy cement. During the surgery, the surgeon observed that the patient had moderately advanced osteoporosis medical records from (B)(6) 2022 note that the patient is 6 weeks status post left total knee arthroplasty. The patient reports limited range of motion. On (B)(6) 2022, the patient had a closed manipulation under anesthesia, left total knee arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.